Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm with other pump error alarm and also had frozen display with keypad anomaly. The customer's blood glucose value was 100 mg/dl. The customer received red x with open book image on insulin pump screen. The insulin pump had some water damage. Customer stated that the pump has cosmetic damage and may have been dropped. The insulin pump was cracked at the right of the screen on the back side. The customer also stated that the reservoir lip ring was not damaged. The buttons on the insulin pump was damaged and minutes did not changes. The customer was monitored insulin pump for 2 hours but the frozen display was recurred. Customer reported that the screen was not completely blank. The customer was not able to clear pump error alarm. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind test, prime or seating test, force sensor test, occlusion test and active current measurement. No critical pump error alarms noted. No frozen screen noted during testing. No unexpected pump error 3 anomalies noted during testing. Device received pump error 75 during self test and failed sleep current measurement due to corroded electronic assemblies.